Manufacturer narrative:
Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm noted. Device functioned properly. However, noisy motor noted during testing due to faulty motor. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and missing end cap. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was unknown. Device was able to rewind and passed the displacement test. Device motor would make loud grounding sounds. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.